Event description:
Clinic notes dated (B)(6) 2014 note that since the last visit where vns settings were increased the patient has experienced a significant increase in seizures. It was noted that the patient notices his "aura lights" more often, but not every day and that they are not as strong. It was noted that the patient experiences daily smaller seizures and may have several per day. Clinic notes dated (B)(6) 2014 note that the patient continues to have multiple small events per day where he will start to look drowsy. It was noted that the patient has not experienced an increase in seizures, in spite of the increased stress at home. It was noted that the vns was interrogated and settings were unchanged and the device was not at end of service. It was noted that it is unknown if the symptoms are actually seizure related or due to financial constraints. It was noted that the patient will undergo generator replacement when he can afford it. Further follow-up revealed that the physician's office indicated that it was difficult to pinpoint an exact reason for the increase in seizures in may. The patient's pre-vns baseline frequency was not known. It was reported that the vns was functioning at the time of the visit so the increase in seizures is not suspected to be due to a depleted battery. The patient underwent prophylactic generator replacement possibly due to the seizures. An implant card was received indicating that the lead impedance with the new generator and existing lead was within normal limits. The explanted generator has not been received for analysis to date.

Manufacturer narrative:
.

Event description:
The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed.